Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was in the 600 mg/dl range. Infusion set site was changed. Correction bolus and insulin injection were used to address bg. Customer alleged the insulin delivery had suspended. Pump data was reviewed by tandem technical support and no alerts/alarms that would have suspended insulin delivery were identified. As the infusion set had been changed, tandem technical support was unable to determine if there was an issue with the infusion set. Customer acknowledge information and was satisfied.